Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device has been returned.

Event description:
A cslp plate implanted at c3-c7 on an unknown date, broke post-operatively and was removed.